Event description:
It was reported that 21 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "we purchased a case of bd needles- 25gx1 inch and also have some 25gx 5/8 inch and we have been having issues w/ being able to get liquid to go through the needles- either won't go through at all or will go through, but slow push... We are not using these to draw up, but rather to connect to prefilled syringes and this has been quite noticeable today as we are doing a flu clinic. I just went through 21 different needles to find one that I could actually use..." "The 21 defective needles were the 1"- lot # 2024138; exp 12/31/26. That was only an example of something that I experienced myself during our flu clinic as these were the only needles that we had available that day. During that specific incident I went through a total of 26 needles to connect to 5 prefilled syringes (21 defective and 5 without issue). There were several others that day, but not nearly that many each time. Through discussion w/ our nurses I discovered that they have also been having trouble over the last couple of weeks. None of them thought much of it at first as it's not super uncommon to have a defective needle here and there. Thats why it's important to always check and make sure the end looks ok and that you get the drop of the med/vaccine at the end. They discovered it was a problem when each of them experienced something similar and then more than once. I also recently gave one of our nurses her flu shot and thought the injection was slower than normal and the needle didn't go in as quickly as usual. I thought maybe it was just me until other nurses said they too had experienced that a time or two over the last couple of weeks. One nurse also complained that she met resistance at first and then all at once the medication she was going to give came shooting through the end abruptly and had to waste the dose. I also thought it was just an issue w/ one of the boxes, however, we have noticed w/ each box we have opened. As for the adverse events, one of our newer nurses did end up having to stick a patient twice as when she initially injected the patient, she couldn't get the vaccine to go through. In that case I was told that she did check the end and also was able to get the drop at the end of the needle indicating that it was primed."

Manufacturer narrative:
H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, twenty samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Sixteen samples expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 21 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "we purchased a case of bd needles- 25gx1 inch and also have some 25gx 5/8 inch and we have been having issues w/ being able to get liquid to go through the needles- either won't go through at all or will go through, but slow push... We are not using these to draw up, but rather to connect to prefilled syringes and this has been quite noticeable today as we are doing a flu clinic. I just went through 21 different needles to find one that I could actually use..." "The 21 defective needles were the 1"- lot # 2024138; exp 12/31/26. That was only an example of something that I experienced myself during our flu clinic as these were the only needles that we had available that day. During that specific incident I went through a total of 26 needles to connect to 5 prefilled syringes (21 defective and 5 without issue). There were several others that day, but not nearly that many each time. Through discussion w/ our nurses I discovered that they have also been having trouble over the last couple of weeks. None of them thought much of it at first as it's not super uncommon to have a defective needle here and there. Thats why it's important to always check and make sure the end looks ok and that you get the drop of the med/vaccine at the end. They discovered it was a problem when each of them experienced something similar and then more than once. I also recently gave one of our nurses her flu shot and thought the injection was slower than normal and the needle didn't go in as quickly as usual. I thought maybe it was just me until other nurses said they too had experienced that a time or two over the last couple of weeks. One nurse also complained that she met resistance at first and then all at once the medication she was going to give came shooting through the end abruptly and had to waste the dose. I also thought it was just an issue w/ one of the boxes, however, we have noticed w/ each box we have opened. As for the adverse events, one of our newer nurses did end up having to stick a patient twice as when she initially injected the patient, she couldn't get the vaccine to go through. In that case I was told that she did check the end and also was able to get the drop at the end of the needle indicating that it was primed."